Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device passed the rewind, basic occlusion, prime and displacement tests. Device had scratched lcd window, cracked display window corners, cracked reservoir tube lip and was unable to perform the excessive no delivery alarm due to motor error alarm anomaly.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after 24 hours from inserting a new set. Customer mentioned she is (B)(6) weeks pregnant. She did the rewind but received a motor error during fixed prime. Customer changed the set but motor error was recurring. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.